Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: (investigation findings, medical device ¿ problem code, component codes).

Manufacturer narrative:
Updated fields : b4, d9, e1(event site telephone), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the power cord retracts slowly into the roll due to approximately 10 years of usage. The coil that collects the power cord is damaged. Device passed the performance and safety checks according to factory specifications. No repairs have been made yet since we are waiting on a po from the customer. Once repairs are made the investigation will be reopened.

Event description:
N/a.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that a cardiosave intra-aortic balloon pump (iabp) coil that collects the power cord is damage. There is no patient involved.